Event description:
It was reported that on 2/5/98, a small area of paint from the alm prc light chipped and fell into the surgical field. The hosp requested that co's project and technical specialists meet with the hosp to inspect the light. This took place on 2/7/98. Upon inspection, it was noted that the paint had chipped from an isolated area of the lighthead support arm system which seemed to have been subjected to continuous impact over time. This surgical light is approx 4 yrs, 10 months old. A replacement support arm was sent from co's facility on 2/13/98 to eliminate further problems. Co suggested that the hosp refurbish their older lighting systems and undergo further in servicing on proper positioning of surgical lights.